Event description:
Patient was revised to address pain. Update: (B)(6) 2013- litigation papers received. It is alleged that the patient suffers from discomfort, inflammation, a popping/snapping sensation, and elevated metal ions. There is no new additional information that would affect the investigation. Update: (B)(6) 2013- pfs and medical records received . Revision operative notes indicated synovial staining and psuedotumors. There is no new additional information that would affect the existing MDR decision.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the provided product and lot combinations did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient was revised to address pain. Doi: (B)(6) 2005 - dor: (B)(6) 2012 (left hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Per the initial reporting, patient x-rays are not available for examination. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2013 - litigation papers received. It is alleged that the patient suffers from discomfort, inflammation, a popping/snapping sensation, and elevated metal ions. There is no new additional information that would affect the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.